Event description:
It was reported that the right ventricular lead had a threshold of 2.0 volts in the bipolar configuration and the bipolar impedance was low and less than the unipolar impedance, which indicated insulation damage. Undersensing was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).